Event description:
On (B)(6) 2013 the distributor contacted animas alleging that there are multiple boluses showing on the pump download that the patient denied programming. It is unclear at this time if these boluses were in the pump history or just on the download. The patient reportedly denied having any blood glucose (bg) issues in relation to the unprogrammed boluses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/07/2013 with the following findings: a review of the black box shows no activity outside of normal use. The bolus history shows no bolus over 5 units. The total daily dose added up correctly and correctly reflected the programmed basal rate. The pump powers ¿on¿ and appropriately displays the ¿verify¿ screen. The pump was primed and it was exercised for 24 hours with no delivery interruptions occurring during testing. Multiple boluses were performed successfully during the duration test using ¿normal¿, ¿ez-carb¿, ¿ez--bg¿ and ¿combo¿ bolus features. The history recorded accurate bolus information on the correct time and in the correct order. The maximum bolus setting was set to 5 units and a 10 unit ¿audio-bolus¿ was attempted. The pump gave the appropriate audio-visual alert for ¿exceeds max bolus¿. The keypad was tested and no hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.